Manufacturer narrative:
Filled out info not filled in by user facility. Corrected info as user facility put info involving when steri-cath unit was in place and incorrectly stated 03/24/06 rather than a month earlier. Results evaluation codes. The user facility has reported that they do not think this event was due to a product malfunction with this device. They feel event either due to obese pt being turned, causing unit to disconnect, or due to the hme (medicomp brand) being used. The user facility is unfamiliar with the medwatch program and thought they had to complete a medwatch for each device being used. A review of the complaints database shows no other reports on this device catalog number or lot number.